Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus issue. Analysis noted that the stylus was not returned with the programmer. A stylus was added and calibrated to the programmer. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unresponsive during a patient check. A different programmer was used to complete the patient check. The programmer was returned for service. No patient complications have been reported as a result of this event.